Event description:
It was reported that after the onset of atrial fibrillation (af), the implantable cardioverter defibrillator (ICD) initially appropriately withheld as supra ventricular tachycardia (svt) but due to its persistence, the rate increased to overlap with the fast vt zone and inappropriate anti-tachycardia pacing (atp) and high voltage therapy was delivered. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2014, 6935m62 lead implanted: (B)(6) 2014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the onset of atrial fibrillation (af), the implantable cardioverter defibrillator (ICD) initially appropriately withheld as supra ventricular tachycardia (svt) but due to its persistence, the rate increased to overlap with the fast vt zone and inappropriate therapy was delivered. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.